Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that this morning they went to charge their implant, and the controller said there was a software problem and to call medtronic. Caller added that the controller was in the car and it must have been too warm because now it is completely dead. Agent walked caller through resetting the controller battery. Caller did not have the ac power supply with them at the time of the call and the controller did not power on after the battery pack was reinserted. Agent reviewed the software problem message with the caller and instructed caller to charge the controller when able and call back if further assistance is needed. Caller asked if their programming information for the differences between their groups a, b, and c, could be emailed to them; agent redirected caller to their healthcare provider.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.